Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient treatment settings and patient photographs. The patient treatment settings were provided by the facility; however, no patient photographs were available. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer specifications. No device malfunction was reported or observed. Device malfunction is not the suspected cause of the events reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were aggressive based on common medical practice and device labeling. A review of device labeling states: "possible side effects of treatment - the most common side effects of treatment are: bruising - treatment may cause a blue purple bruise at the treated area, which may last from five to fifteen days. As the bruise fades, there may be rust brown discoloration of the skin, which usually takes one to three months to fade. This side effect is more common when using the multi spot nd:yag treatment head."

Event description:
A user facility reported that one (1) patient sustained bruising and blister "dime size" to the face following treatment with a lumenis one laser, ipl handpiece. It was further reported that the patient was prescribed cipro, and levaquin as a prophylactic treatment. No information regarding medical intervention to preclude permanent impairment was received.